Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the cause of the phenomenon is considered to be the failure of the sdi driver ic on the dx board based on a similar reported event investigation. Since this event was confirmed at the time of product installation, the root cause is considered that the sdi driver ic failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to product installation. For the following reasons, this event is not a defect related to the design/manufacture of the equipment, but is considered to be a defect caused by the handling at the time of installation of the equipment. In order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. The defective product is the product in which the static electricity resistance strengthening measure is applied for the dx board which controls sdi output.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed of a report of no image produced, found on installation of the olympus cv-190. There was no patient involvement and no report of patient injury or harm, associated with the problem, received by olympus.